Event description:
It was reported that during the implant procedure, there was difficulty positioning the lead, the threshold was high, dislodgment occurred, and undersensing was apparent. It appeared that the helix was damaged. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fracture (overstress). Upon analysis, it was reported that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, and deformation/fracture in 5cm proximal section of the inner coil leading to extension problems. Damage occurred at implant.